Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported the home patient (hp) found liquid on the floor due to a leak from an unknown location which led to this alarm. Renal therapy services (rts) assisted the hp with ending the therapy session and removing the supplies. Rts reviewed proper procedures per the user manual with the hp. Rts advised the hp to communicate with their pd registered nurse regarding performing a manual drain with manual bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.